Event description:
A customer reported a tandem mobi cartridge alarm issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). As a corrective action, technical support confirmed the cartridge alarm and resolved to replace the pump. The customer will continue using the current pump while closely monitoring blood sugar and has a backup insulin delivery method available. The customer was also instructed to put the pump into storage mode before returning it and acknowledged the steps for receiving a replacement pump, which was sent by technical support.